Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly stopped responding, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the station went unresponsive. A technical support specialist installed remote support service version 4.12 and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.